Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient was experiencing ineffective stimulation and was unable to enter MRI mode due to high impedances on both leads. Reprogramming was unable to resolve the issue. Surgical intervention may take place to address the issue.